Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Hcp reported, via diagnostic test right-side. "Minimal amount of fluid around the implants" and "sparse cysts" and rupture. Device remains implanted.